Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that the 5.00x12 mm nc trek balloon dilatation catheter (bdc) experienced resistance with the guiding catheter during advancement. The proximal shaft of the nc trek separated outside the anatomy. The separated portion was simply withdrawn. Another, same size nc trek bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure.

Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported separation was confirmed; however, the reported difficulty advancing the device could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty advancing the device through the guiding catheter; however, the reported separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.